Manufacturer narrative:
Approximate age of device ¿ 2 months 22 days. Manufacturer's investigation conclusion: although the evaluation of the submitted log files confirmed the report of low flows, a specific cause for these alarms could not be conclusively determined through this evaluation. In addition, a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not be conclusively established. The submitted controller event log file contains data from 11jan2019 01:46:41 pm through 14jan2019 09:01:20 am. Transient low flow hazard alarms were observed throughout the log file, associated with the calculated flow decreasing to values as low as 0.9 lpm, below the low flow threshold of 2.5 lpm. These alarms lasted up to approximately 25.5 minutes in duration. The controller periodic log file also captured low flow hazard alarms since the implant date of (B)(6) 2019; however, an exact duration of these alarms could not be determined through this evaluation. Despite the observed alarms, the pump appeared to have functioned as intended throughout the duration of the submitted data. The account communicated that the patient had right heart dysfunction following vad implant. The maximum speed was set to 5100 rpm as the septal wall would bow, which resulted in low flows. Anesthesia proceeded to give volume slowly since the patient also had a small left ventricle. A temporary rvad was placed and the patient was not able to leave the hospital. A reduced low flow threshold controller was requested to reduce the number of alarms; however, the center utilized the extended alarm silence in the meantime. CT scans and x-rays were taken to evaluate the outflow graft and the pump position. It was noted that the tests were unremarkable, and the low flow alarms resided after the controller was programmed to have a low flow threshold of 2.0 lpm. It was also reported that the patient was urgently transplanted due to right heart failure. It was noted that the device functioned as intended and would not be returned. There is no product available for investigation. The heartmate 3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also explains all system alarms, including the low flow hazard alarm, and the recommended actions associated with them. Changes in patient conditions can result in low flow, such as hypertension. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. The heartmate 3 lvas patient handbook instructs the patient that in the event of a low flow hazard alarm, call the hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2019. It was reported that the patient was having low flows after the pump was at 5100. The surgeon stated the patient had some right heart dysfunction. The highest speed was 5100 rpm or the septal wall would bow. Anesthesia proceeded to give volume slowly since the patient also had a small lv. Clinical was contacted to state the patient was receiving an rvad and requested for a lower flow to be programmed to the system controller so it would not be alarming non-stop. The center was utilizing the extended alarm silence where the clinical explained the extended alarm silence would silence all alarms. The patient had CT and x-rays to monitor the placement of the device and outflow graft to make sure the placement is not impeding flow. Patient is currently on rvad, and requesting a low flow programmed controller to assist the patient in rest. CT and x-rays were mentioned but results have not been shared with clinical. Xray and CT scan results were fine, position was fine. Low flow alarms resided after controller programmed to 2.0 lpm. The patient was transplanted on (B)(6) 2019. It was not a device related issue, the patient had right sided heart failure after vad implant. They were unable to leave hospital and placed on temporary rvad. The patient was upgraded on the transplant list due to rv failure. The device functioned fine, and will not be returned for evaluation. No additional information was reported.